Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus tachycardia at 122 bpm and multiple counting contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt went to the hosp following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 07/2014 - initial use. Electrode belt (B)(4): 01/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4).